Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. No patient involvement as this occurred during prime, product was changed out, procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 10, 2018. (B)(4). The returned sample was visually inspected, upon receipt the white cap is missing. The returned sample was leak tested by connecting with the calibrated manometer, submerged into a water bath, and pressurized. A leak was noted at the large bore adapter blue cap at approximately 14 mmhg. The cap on the sample was then loosened, re-tightened by hand, and retested. The sample was pressurized, and a leak was noted at the large bore adapter blue cap at approximately 525 mmhg. A retention sample of the same product code and lot number combination was visually inspected, no visual anomalies were noted. The retention sample was also leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1030 mmhg in which no leaks were noted. Upon evaluation of the returned sample, the root cause for this event is a lack of sealing between the large bore adapter and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing an inadequate seal leading to a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.